Event description:
It was reported, surgeon was tightening locking screw and the tip broke.

Manufacturer narrative:
Device will not be returned for evaluation. Additional information has been requested and if received will be provided on a supplemental report.